Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified anterior tibial artery. After a guidewire crossed the lesion, a 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed completely from the patient. The procedure was competed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.